Event description:
The lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2012. The location of the lead has caused the device to work harder and so the battery did not last as long. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).